Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. It should be noted that the xience alpine everolimus eluting coronary stent system electronic IFU states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an in-stent restenosis of an unspecified stent in the right coronary artery. A 2.75x30mm non-abbott stent was advanced and implanted first in the target lesion. A 2.25x18mm xience alpine rx stent delivery system (sds) was advanced and an attempt was made to pass distally through the previously implanted non-abbott stent; however, the xience alpine met resistance with the previously implanted non-abbott stent and dislodged from the balloon. While attempting to snare the xience alpine stent the previously implanted non-abbott stent explanted from the vessel. Both stents were successfully removed from the patient anatomy. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.